Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer¿s current blood glucose was 179 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did allege insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No over delivery anomaly alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.